Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, upon removal sensor pod from the patient's body the sensor wire broke. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Two sensors with the lot number 5201514 were returned for evaluation. It is unknown which sensor is the complaint device. The first sensor (serial number (B)(4)) was visually inspected and no defects were found. The sensor wire does not appear to be broken as the sensor wire is attached to the housing puck. The 2nd sensor (serial number (B)(4)) was also visually inspected and no defects were found. The sensor wire does not appear to be broken as the sensor wire is attached to the housing puck. The reported event of a possible broken sensor wire was not confirmed. A root cause could not be determined.